Event description:
It was reported by the rep that the device was used during an unknown laparoscopic procedure. It was reported the surgeon made his incision for the umbilical camera port. The scope was inserted into the trocar and he proceeded to gently rotate the trocar to pass the tissue. 11/4/98 once the trocar entered the abdominal cavity, he noticed that the cone with the recessed tissue separators were detached. The surgeon looked around the abdominal cavity and was able to find and retrieve the cone. There was no consequence to the pt.